Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that when the imaging system was turned on, the pendant displayed a red x for the mobile view station (mvs). The site rebooted the imaging system a couple times and communication was re-established. No patient was present during the time of the reported incident. A product replacement was ordered for a new umbilical cable. The part was replaced by the site's biomedical engineer which resolved the issue. The replaced umbilical cable was sent to the manufacturer for part analysis. During part analysis there was a confirmed mechanical failure with the umbilical cable. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when the imaging system was turned on, the pendant displayed a red x for the mobile view station (mvs). The site rebooted the imaging system a couple times and communication was re-established. No patient was present during the time of the reported incident. A product replacement was ordered for a new umbilical cable.